Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that the two spyscope ds ii complaints and spy ds controller were used during cholangioscopy procedure for the treatment of common bile duct stones performed in the common bile duct on (B)(6) 2024. During the procedure, the spy ds controller had no image. Tried unplugging the scope as well as a new scope however still the controller had no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.